Event description:
The customer reported that the display went blank during a case. This issue would prevent the live image from being viewed, thereby making the system unusable. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and repaired loose connections in the power cord plug. The system operates as intended.